Event description:
This rv lead was implanted on (B)(6) 1995 and was replaced on b)(6) 2016. A call was placed to patient services on (B)(6) 2016 reportedly stating that this lead was broken. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).